Manufacturer narrative:
Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode with the incident lot was observed.

Event description:
It was reported that bd sedi-40 would not function properly even after being repaired. No report of injury or medical intervention. No report of blood exposure to mucous membrane.